Event description:
It was reported that the bed exit would not alarm due to a damaged cb10 board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.